Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ping meter read inaccurately low compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 about 3:30pm. It was reported the patient obtained blood glucose results of ¿72 mg/dl¿ with the subject meter and ¿108 mg/dl¿ on a laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿s criteria for accuracy. The patient manages his diabetes with insulin pump therapy. Based on the alleged result obtained with the subject meter, the patient was given juice and crackers. It is not known if changes were made to his usual dose of medications. The reporter denied the patient developed symptoms due to the reported issue. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the reporter denied the patient developed symptoms. The lfs blood glucose meter result correlated with the received treatment. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.